Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, an abnormal battery curve was observed on the device. The physician alleged premature battery depletion to be the cause of the event. No intervention has been performed to resolve the event. The patient was in stable condition and will continue to be monitored.